Manufacturer narrative:
A review of the device history record for strattice lot s10832 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.

Event description:
This is follow up#1 to report on 03/jan/2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿left-sided parastomal hernia; right sided incisional hernia¿ surgery and was implanted with a strattice device lot ¿s10832-065¿ on (B)(6) 2011. The patient underwent the following treatments: ¿on (B)(6) 2012 recurrent incisional hernia repair with mesh (parietex); on (B)(6) 2015 placement of right internal jugular ultrasound-guided central venous triple lumen catheter, extensive intra-abdominal lysis of adhesions, parastomal hernia with mesh, ventral incisional hernia repair with mesh (atrium); on (B)(6) 2015 repair of incarcerated parastomal hernia, ileostomy takedown, creation of new ileostomy, wound vac placement, ultrasound guided right internal jugular central venous line placement; on (B)(6) 2015 wound vac change under sedation; on (B)(6) 2015 small bowel obstruction, incarcerated parastomal hernia reduction & repair with a creation of a new stoma, wound vac; on (B)(6) 2015 abdominal wound washout, partial closure & wound vac change; on (B)(6) 2015 wound vac change under sedation; on (B)(6) 2015 wound vac change under sedation.¿ on (B)(6) 2015, the patient underwent ¿wound vac under sedation, small amount of loose suture material was debrided¿. On (B)(6) 2015, the patient had a ¿wound vac change under sedation¿. On (B)(6) 2015, the patient received another ¿wound vac change under sedation¿. On (B)(6) 2015, the patient had a third ¿wound vac under sedation". On (B)(6) 2015, the patient received a ¿change of vac & ostomy under sedation¿. On (B)(6) 2015, the patient underwent an ¿abdominal wall wound debridement¿. On (B)(6) 2015, the patient received an ¿abdominal wound debridement & mesh explantation¿. On (B)(6) 2015, the patient had an ¿ileoscopy, fistuloscopy¿. On (B)(6) 2016, the patient had an ¿abdominal wound incision to drain serosanguineous fluid¿. The form lists the conditions that were treated were ¿lysis of adhesions, repair of parastomal hernia with biologic mesh, repair of right-sided incisional hernia with biologic mesh, negative pressure wound therapy less than 50 sq cm (strattice)¿ between (B)(6) 2011. The patient was treated for ¿epigastric pain/egd with biopsies¿ on or about (B)(6) 2011. The patient then underwent ¿recurrent incisional hernia repair with mesh (parietex)¿ between (B)(6) 2012. The patient received ¿extensive intra-abdominal lysis of adhesions, parastomal hernia with mesh, ventral incisional hernia repair with mesh (atrium)¿ between (B)(6) 2015. The patient received treatment for ¿post-op seroma; incisional drainage¿ on or about (B)(6) 2015. The patient was also treated for ¿postoperative seroma, spontaneously drained¿ on or about (B)(6) 2015. The patient underwent treatment for ¿small bowel obstruction, small recurrent parastomal hernia (obstruction resolved with medical management)¿ between (B)(6) 2015. The patient had a ¿repair of incarcerated parastomal hernia, ileostomy takedown, creation of new ileostomy, wound vac placement, ultrasound-guided right internal jugular central venous catheter placement¿ between (B)(6) 2015. The patient received ¿wound vac change under sedation¿ on or about (B)(6) 2015. The patient was treated for ¿small bowel obstruction, incarcerated parastomal hernia reduction & repair with creation of a new stoma, wound vac¿ on or about (B)(6) 2015. The patient had an ¿abdominal wound washout, partial closure, wound vac change¿ on or about (B)(6) 2015. The patient underwent ¿wound vac change under sedation¿ on (B)(6)2015. The patient also underwent ¿wound vac change under sedation; small amount of loose suture material debrided¿ on or about (B)(6)2015. The patient also had ¿wound vac change under sedation; open wound abdominal wall¿ between (B)(6) 2015. The patient underwent further ¿wound vac change under sedation¿ on (B)(6)2015. The patient was treated for ¿persistent drainage from a small sinus tract of midline wound¿ on or about (B)(6)2015. The patient underwent ¿change of wound vac & ostomy under sedation¿ on or about (B)(6) 2015. The patient had an ¿I & d of abdomen¿ on or about (B)(6)2015. The patient underwent ¿abdominal wound debridement, mesh explantation; treatment for anxiety¿ on or about (B)(6)2015. The patient had a ¿stoma in upper quadrant & new location; recurrent left lower quadrant hernia from old ileostomy site (asymptomatic); serous particulate drainage from sinus tract¿ on or about (B)(6) 2015. The patient was treated for a ¿fistula; medical management¿ on or about (B)(6) 2015. The patient had a ¿CT ab/pel-enterocutaneous fistula with oral contrast filling anterior abdominal wall defect¿ on or about (B)(6)2015. The patient had an ¿ileoscopy, fistuloscopy¿ on or about (B)(6)2015. The patient received ¿enterocutaneous fistula wound management; treatment for depression¿ on or about (B)(6)2015. The patient received ¿post-hospitalization follow-up, abdominal pain; primary care/health maintenance; treatment for depression & anxiety¿ between 2004-2005. The patient received ¿wound management¿ in 2011, 2015, and 2016. The patient was also seen for ¿general health maintenance; treatment for depression¿ from 2016-present. The patient had ¿wound vac changes, fistula management, post-op seroma¿ in 2015. The patient received an ¿abdominal wound incision to drain serosanguineous fluid¿ on or about (B)(6)2016. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿parietex, lot # pkj000298,¿ on (B)(6)2012. The form indicates that the device was removed or revised on (B)(6)2015 due to ¿placement of right internal jugular ultrasoundguided central venous triple lumen catheter, extensive intra-abdominal lysis of adhesions, parastomal hernia with mesh, ventral incisional hernia repair with mesh (atrium).¿ the patient was implanted with another non-abbvie device, ¿atrium, lot #10854801026¿ on the same date. The form indicates that the device was revised or removed on the following dates: (B)(6) 2015 repair of incarcerated parastomal hernia, ileostomy takedown, creation of new ileostomy, wound vac placement, ultrasound guided right internal jugular central venous line placement; on (B)(6) 2015 wound vac under sedation; on (B)(6) 2015 small bowel obstruction, incarcerated parastomal hernia reduction & repair with a creation of a new stoma, wound vac placement; on (B)(6) 2015 abdominal wound washout, partial closure & wound vac change; on (B)(6) 2015 wound vac change under sedation; on (B)(6) 2015 wound vac change under sedation; on (B)(6) 2015 wound vac under sedation, small amount of loose suture material debrided; on (B)(6) 2015 wound vac change under sedation; on (B)(6) 2015 wound vac change under sedation; on (B)(6) 2015 wound vac under sedation; on (B)(6) 2015 change of vac & ostomy under sedation; on (B)(6) 2015 abdominal wall wound debridement; on (B)(6) 2015 abdominal wound debridement & mesh explantation; on (B)(6) 2015 ileoscopy, fistuloscopy; on (B)(6) 2016 abdominal wound incision to drain serosanguineous fluid.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.